Event description:
The hospital rep reported an infusion pump with an 812:02 failure code. The rep reported to baxter customer service that it is unk whether or not the device was in use on a pt when the failure occurred. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved, tube product code or the set up of the infusion device. Additional contact info was requested but no contact was provided.